Manufacturer narrative:
Patient information was unavailable from the site. No system checkout was required. Issue was resolved on call.

Event description:
Medtronic received information regarding an imaging system intraoperatively during a sacroiliac and thoracolumbar procedure. It was reported that the system was initially able to communicate with the navigation system but once the radiological technologist changed the imaging system to take 3d, the green line flickered and changed to red/orange line. The rep was informed that the navigation system was able to verify instruments, but not able to connect to the imaging system. The issue extended the surgical time by less than 1 hour.